Event description:
It was initially reported that the anchor was put in according to proper technique and pulled right out. Another anchor was used in place of the first and the case was finished without further incidence. Follow-up: the surgeon stated that there were two anchors used. He inserted the anchor halfway before they broke. Part of the anchors were retrieved from patient, leaving parts unretrieved. The surgeon made new insertion points for new anchors. Case: pectoral repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Two opened and empty packages were returned. Both empty packages were labeled as ar-2324bcc, lot# 1185950. The contents of the packages were not returned for evaluation; therefore, the complaint cannot be verified. According to the report, two anchors were used and inserted into the bone half way before they broke. Part of the anchors were retrieved from patient, leaving parts unretrieved. Based on the information received, this type of event is typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Two empty packages were returned.